Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. The customer continued to use the pump for insulin therapy. There was no reported impact to the customer's blood glucose level.